Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial lead impedances were stable throughout record at approximately 240 ohms. Initial impedance at implant was 262 ohms. High count of low impedance paces. Atrial lead warning occurred on (B)(6) 2015. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Atrial high rate episodes recorded with apparent noise oversensing seen on the electrograms. Concomitant medical products: addrl1, ipg, implanted:(B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial lead had triggered a lead warning due to low impedance. The atrial lead was noted to have noise on stored episodes as well as during isometric and positional movements and undersensing. Reprogramming was performed to resolve the undersensing. The lead remains in use. No patient complications have been reported as a result of this event.